Event description:
It was reported that during a procedure of the de novo left anterior descending (lad) artery lesion the 2.5 x 28 mm xience xpedition stent delivery system (sds) was being advanced but the proximal shaft became separated while inserting the device into the femoral sheath. The sds was removed and a second sds was used to treat the patient without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to position the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported for shaft detachment or difficulty to position from this lot. Based on the reviewed information, no product deficiency was identified.